Manufacturer narrative:
Initial.

Event description:
It was reported that the caregiver experienced five leaking cartridges and stated that the infusion set connector had been attached outside the ilet rather than while the cartridge was seated inside the device; guidance was provided to perform the supply change correctly going forward. Symptoms included hyperglycemia, with the highest blood glucose reported as ¿high/401,¿ confirmed by fingerstick. Outcomes included elevated blood glucose requiring troubleshooting and education. Investigation included remote troubleshooting with review of use steps and correction of the supply change process. Investigation of this case revealed that leakage occurred due to incorrect deployment of the infusion set and incorrect attachment of the infusion set connector relative to the cartridge positioning in the ilet. It was concluded, based on previously established findings for similar reports, that user technique and incorrect connection during setup were the probable causes.